Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt's wife contacted lifescan in 2007 and alleged that the pt's one touch ultra meter was giving the error 2 message. The medical affairs specialist was unable to reach the reporter/pt via phone after several attempts. A letter was sent to the address provided. The wife had reported that she was not present at the time of the event, but alleged that her husband was admitted to the hospital due to the meter not working. It is unk as to when the issue started and how long the pt was not able to test his blood glucose. The wife further stated that the week prior to the call (exact date/time not provided), the pt experienced symptoms of "high blood glucose and dementia". The emergency medical team arrived and the pt was admitted to the emergency room. The reporter was unable to provide the following info: if the pt had tested before, during, and after experiencing the symptoms, if he took any actions/self-treatment following the attempted use of the meter, and what paramedics' and hospital's meter results were. The wife mentioned that he was given "something to bring his sugar down". At the time of troubleshooting, it was verified that this was not a new product and that the condition of the test strips were good. The pt's testing technique was reviewed to be correct. However, wife was unable/unwilling to retest with a new vial of test strips and therefore, the issue could not be resolved. This complaint is reported because there is insufficient info regarding events prior to the pt experiencing the symptoms, the hospital visit, and the treatment received. It is alleged that he experienced "high blood glucose symptoms" and was admitted to the hospital because the meter was not working. A replacement meter was sent to the lay user/pt.